Event description:
It was reported the patient's implantable pulse generator (ipg) had protruded through the skin. The patient went to the emergency room and immediately underwent a procedure where the ipg was replaced. The patient did well postoperatively.

Event description:
It was reported the patient's implantable pulse generator (ipg) had protruded through the skin. The patient went to the emergency room and immediately underwent a procedure where the ipg was replaced. The patient did well postoperatively.

Manufacturer narrative:
Analysis of the returned device revealed no anomalies. The residual gas analysis confirmed that the case was intact, and an impedance test confirmed that all measurements were within the expected range. However, a labeling review was conducted and revealed that skin erosion at the implantable pulse generator site can occur over time and is a known risk of implanting the spinal cord stimulation system.